Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.

Event description:
Clinical registry. It was reported that 329 days following a coronary artery drug eluting stenting treatment procedure, the patient expired. The patient was admitted in 2005 with pulmonary edema precipitated by a non q wave myocardial infarction. This admission was followed by 3 weeks of intermittent shortness of breath and the patient was admitted for further evaluation. Cardiac catheterization in 2005 revealed 95% stenosis in the lad. Target lesion 1 (22 m long) was identified in the proximal lad (cass site 12) with 95% stenosis and a 2.5mm reference vessel diameter. Pre-dilatation was attempted with 2.0 mm and 2.5 mm balloons without success and the calcified lesion was debulked with laser therapy. The 2.5mm balloon was used to further dilate the lesion and a 2.5x24mm taxus liberte stent was deployed with 0% residual stenosis and timi-3 flow. Medications used during the procedure were: asa, plavix, and heparin. The patient was discharged 5 days later on asa and plavix. During the 12- month telephone call, the patient's relative stated the patient died 329 days after the index procedure due to non-cariac causes. It was reported that the relationship to taxus liberte stent was "unrelated". This product is only ous approved, but it is similar to a marketed us device.